Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found an suction cylinder with no color, water tightness lost due to a cut on the bending section cover, and a cracked light guide lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air, water tube, air, water cylinder, and the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the investigation results, the foreign material could not be identified and was likely caused by insufficient cleaning. It is probable that the foreign material may not have been removed because reprocessing was hindered due to leakage from bending section cover or distal sheath-rubber. However, a definitive root cause could not be determined. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: the instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.